Event description:
Drive medical has received a medwatch report from a hospice about an incident involving a patient lift. According to the product model number and serial number, the device was probably imported and distributed by drive medical. It was alleged that the (B)(6) year old patient was being transferred from wheelchair to bed by the family, when she fell out of the lift, hitting her head on the floor. Patient was taken to the hospital and x-rays showed multiple fractures to her face and she also sustained a large hematoma to right side of her face and intracranial bleeding. The patient family did not want any surgical intervention which we believe has consequently contributed to the patient death two days later. Drive medical had been contacting the initial reporter to investigate in the event. However, very limited info has been provided to us. This MDR report is based on the info provided by the hospice.